Event description:
Procedure: l5-s1 microdiscectomy. According to the reporter: patient surgery was on (B)(6) 2013. Adverse event: csf leak. Subject was seen in clinic with positional headaches and fluid collection at the top of this incision. Subject was admitted, underwent ir blood patch. The symptoms were resolved prior to discharge without recurrence. Related to device: possible relationship. L5-s1 microdiscectomy of (B)(6) 2013, with known durotomy treated with sutures, autograft, and duraseal exact.

Manufacturer narrative:
(B)(4).